Manufacturer narrative:
Other, other text: device evaluation: the device was returned for evaluation. The returned device was given functional testing. During testing the device gave error alarms with messages "error 1870" and "error 1871". The device issue was determined to have occurred due to an issue the connection between the motor and the main board. The cause of the connection issue could not be definitely established.

Event description:
It was reported that the device gave an alarm with message "error 1871". No known adverse effects to patient.